Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving lioresal (500 at 172.28) via an implanted pump. It was reported the patient was hit by a car and was experiencing increased spasticity and muscle rigidity. A dye study was performed but the results were no provided. There were no actions taken so far but surgery was planned. The issue was not resolved.